Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump in the toilet and experienced elevated blood glucose (bg) levels of over 500 (mg/dl). The customer had trace ketones which were life threatening per healthcare provider (hcp). Reportedly, the elevated bg level was due to an underlying pump issue. Manual injections were administered to address bg level. Additionally, the customer reported eye sight had been impacted. The customer had manual injections available as alternate insulin therapy.